Event description:
#Medwatcher #(B)(4). I've had many side effects beginning back in summer of 2012. Metal taste in mouth, cold sweats, extended periods and heavy bleeding causing ER visits. Cysts. Depression and other emotional issues. Dizziness. Foggy memory, cramping in my head (icy feeling/ tingles or shocking sensation). Boils that lasted more than a year on my body. In my head throughout my scalp chest and a new rash now on the body and breasts. Bloated belly with a feeling of excessive pressure during periods. Unexplained fatigued. Vitamin deficiency mainly d. Muscular weaknesses, unusual discharge, weaken immunity (longer healing time for average injury or illness).